Event description:
A customer reported a cartridge alarm during the loading process of their insulin pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer, following guidance from technical support, cleaned the pneumatic tap area and successfully resumed using the pump. They were advised to monitor the situation and contact support if the problem recurs.